Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the sutures of two proglide devices were successfully pre-placed using the preclose technique in the right common femoral artery. The arteriotomy was 6f. The sheath was upsized to 14f for the aaa procedure. After the aaa procedure was completed, while advancing and tightening the knots, a suture break occurred with one of the pre-placed sutures. Another proglide was advanced over a guide wire and achieved hemostasis along with one of the successfully pre-placed sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.